Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07363. It was reported both the midline incision and the ipg pocket incision had opened. It was reported the physician thought the issue was superficial. The wounds were cleaned and two staples were place on the openings at each incision. The pt was placed on preventive oral antibiotics. Follow up identified the sjm representative met with the pt and the staples were removed at the appointment. The pt completed the antibiotic regimen. It was reported the pt had no symptoms and the sites looked well after the antibiotics were completed.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limits information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.